Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 during which the ipg pocket was opened and it was determined the lead had not pulled out of the ipg header. However, the physician decided to explant and replace the scs ipg as a precaution.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs lead (reference MFR. Report: 1627487-2016-00227) had partially pulled out of the scs ipg header (x-rays confirmed). As a result, surgical intervention will be taken at a later date to address the issue.